Manufacturer narrative:
Correction: adverse event and product problem. Investigation ¿ evaluation. A review of the complaint history, instructions for use (IFU), specifications, trends, and quality control data was conducted during the investigation. The complaint device was not returned therefore, device failure analysis and physical examination of the device used in this case could not be performed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information a definitive root cause cannot be established or reported at this time. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was on a portable ventilator with a versatube¿ tapered tracheostomy tube. The therapist reported that the flange came off of the tube. The activities, conditions and circumstances leading up to the event are not known. The first therapist deflated the cuff and made an unsuccessful attempt to remove the tracheotomy tube while a second therapist maintained ventilation by ambu-bag. The first therapist repositioned the patient's head and was able to remove the trache tube using a pilot balloon. The device was replaced with a competitor's device. The patient was then placed on a portable ventilator. The patient was examined at an acute facility and everything was fine. The instructions for use direct that, "during and after attachment of the breathing system to the tracheostomy tube connector, avoid excessive rotational or linear forces on the tube; application of such forces may results in tube kinking, disconnection, or occlusion". The device is not available for examination.